Manufacturer narrative:
Part 03.010.046, lot 3635956: manufacturing location: (B)(4). Release to warehouse date: january 20, 2011. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Corrected data: manufacturer name, city and state, MFR site. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
No patient involvement was reported. Device is an instrument and is not implanted/explanted. Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the trocar from a percutaneous insertion handle would not go through the 120-degree hole as intended. The trocar was tested on other insertion handles without any difficulty. This was noticed during routine inspection. There was no procedure or patient involvement. Concomitant device: trocar (part number unknown, lot number unknown, quantity 1). (B)(4).